Event description:
It was reported by patient's attorney that patient underwent right primary hip procedure on (B)(6), 2007 and left primary hip procedure on (B)(6), 2008. Patient underwent revision surgery on the right hip in (B)(6) 2012 due to alval. It is reported that the left hip is to be replaced in due course. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - (B)(6) 2012 (exact date unknown). Explant date - (B)(6) 2012 (exact date unknown). This is 2 of 2 mdrs relating to the same reported event. (See mdrs 3002806535-2012-00185).